Manufacturer narrative:
Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the side port was bent, causing the fluid not properly flowing through the catheter. During an ablation procedure to treat atrial fibrillation, an intellanav stablepoint catheter was selected for use. While connecting the flush to the catheter, a bend in the flush port was observed, causing the fluid not properly flowing through the catheter. The catheter was replaced and the procedure was completed successfully with no patient complications. The device was retained by the customer and will not be returned for analysis.

Event description:
It was reported that the side port was bent, causing the fluid not properly flowing through the catheter. During an ablation procedure to treat atrial fibrillation, an intellanav stablepoint catheter was selected for use. While connecting the flush to the catheter, a bend in the flush port was observed, causing the fluid not properly flowing through the catheter. The catheter was replaced and the procedure was completed successfully with no patient complications. The device was retained by the customer and will not be returned for analysis. **additional information received on february 04, 2026** no error messages were displayed, as the issue occurred before the catheter entered the patient's body during the initial flushing process. The flush rate was 60 ml per minute and was stopped immediately once the problem was identified.

Manufacturer narrative:
Block b5 has been updated with additional information received on february 04, 2026 block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.